Event description:
During an anterior lumbar corpectomy the surgeon was drilling to insert the plate and the drill bit broke off. The broken piece was retrieved, no parts were left in the patient. An alternate device was available which the surgeon used to complete the procedure. There was an approximate delay of two minutes due to the drill bit breaking.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and lot number was not provided.